Event description:
False positive result(s). User stated that, "I saw a very faint line on four tests (I got a set of 8 at a pharmacy through my insurance). Twice I used another test brand to double check, and they both came up negative. I suspect there may just be a very faint line that appears, but the instructions say any line in that area indicates a positive. I had another pcr test today to be completely certain, and I will keep you posted about that result.".

Manufacturer narrative:
Batch records for final product manufacturing and qc records for cov2010042 were reviewed and no abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retained cov2010042 met the qc criteria. The complaint issue was not found with the retained test cassettes. The root cause is undertermined. Similar issues will be tracked and trended.